Event description:
The 6 clips stored in the cartridge were broken or easily broke when applied on the applier. Including clips where one part of the clip on the applier and the other part broken remained in the cartridge.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2100753 was manufactured on 01/27/2021 a total of (B)(4) pieces. Lot was released on 02/09/2021. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock and one half of a broken clip were also returned loose. The loose clip was the pierced boss half and was broken in half at the hinge. The cartridge was visually examined with and without magnification. The cartridge was returned with 2 intact clips and 1.5 broken clips remaining in it. The extra half of a clip was the hook half to the broken pierced boss half that was returned loose. The broken clips in the cartridge were broken in half at the hinge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the two intact clips remaining in the cartridge. A lab inventory clip applier was used. Both clips were able to properly load into the applier and were successfully applied to over-stressed surgical tubing. No issues were observed with the intact clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with 2 intact clips and 1.5 broken clip halves that were broken in half at the hinge during loading. The other half of a broken clip from the cartridge was returned loose. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The 6 clips stored in the cartridge were broken or easily broke when applied on the applier. Incuding clips where one part of the clip on the applier and the other part broken remained in the cartridge.